Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2007. During the initial attempt, the balloon herniated out the cervix prior to treatment. The fluid was withdrawn and the balloon was reinserted. The cervix was clamped with an allis clamp to prevent herniation, and the treatment was completed uneventfully. The pt returned the following month, with a foul smelling discharge and a cervical burn. The pt was successfully treated with tindamax five hundred milligrams four times per day for two days and is healed. The surgeon opines that the cause of the burn was herniation of the balloon out of the cavity.